Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 409mg/dl while wearing the pod on her abdomen for between 4 and 24 hours. The patient drove herself to the emergency room (ER). She arrived at 3:00pm, but was not seen until 5:00pm. The patient was diagnosed with hyperglycemia/high blood sugar. Treatment included IV fluids and novalog through the IV. They did not have her remove the pod, but the ER had her give herself insulin with the pod that corrected her high blood glucose. They were able to regulate her levels and she was released at 7:00pm. The patient is pregnant. The endocrinologist thought that the pod had died overnight and she was not receiving insulin. She changed the pod on (B)(6) 2019. The patient's basal rate was increased from 1.75 to 3.0 (unsure what time segments were changed) at the hospital. The patient's blood glucose history is as follows: (B)(6).